Event description:
It was reported that the cbc ii unit was put on the patient and started in the operating room. When the patient was moved to a recovery room, the device was no longer working. It is unknown how much blood was collected and discarded due to this event. The patient did not require a blood transfusion from either a blood bank or pre-donated blood. The surgeon made the decision not to connect a back up device.

Manufacturer narrative:
The device was not received by the manufacturer for investigation. The instructions for use provided with this device states that the reservoir should be empty if the patient needs to be moved due to the possibility of the air filter clogging when moving a reservoir with collected blood inside. If additional information is provided, a follow up report will be filed.